Event description:
It was reported that the patient experienced withdrawal due to a missed refill date. On (B)(6) 2014, a low reservoir alarm occurred and, on (B)(6) 2014, the patient started experiencing severe withdrawal. The reporter speculated that, as of (B)(6) 2014, the pump may have been empty for 3 days. After reviewing flow rate and the low reservoir alarm date, it was calculated that the pump would not have been empty at the time of the symptoms onset. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).